Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Post-implant, the patient had three clots form on the device while on blood thinners. The patient will remain on blood thinners to dissolve the clot. No additional information is known at this time.